Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning reveals a portion of coil embedded within the apparent lumen.'), device dislocation ('the essure coils had not perforated, but had migrated to some degree in both fallopian tubes to the ampulla area of the tubes bilaterally.'), endometritis ('chronic endometritis'), pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B26274) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (full hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device dislocation, endometritis, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events abdominal pain, general abnormal bleeding, allergy. Discrepancy noted in insertion date- (B)(6) 2013 and removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: labeled "endometrial curetting¿s." Received in formalin are multiple portions of blood clot and tan-pink tissue, aggregating to 2 x 1.5 x 0.6 cm in maximum dimension. Entirely submitted 1 cassette. B. Labeled "essure coil, right." Received in formalin is a portion of smooth, glistening, tan-pink mucosa with an attached portion of coiled wire measuring approximately 1 cm separately submitted is another coil measuring 2 x 0.2 cm with an attached length of suture measuring approximately 17 cm x less than 01 cm. Representative sections of soft tissue submitted in 1 cassette. C. Labeled "essure coil, left." Received in formalin is an irregular portion of tubularshaped tissue, measuring 1.4 x 0.8 x 0.7 cm in maximum dimension. Sectioning reveals a portion of coil embedded within the apparent lumen. Separately within the container are portions of wire and a wire coil measuring approximately 2.3 x 0.2 cm. Representative sections of soft tissue submitted in 1 cassette. "Concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿depression,abdominal pain. Concerning the injuries reported in this case as per mr chronic endometritis, device embedded and device dislocation. Lot number: b26274 ,manufacture date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning reveals a portion of coil embedded within the apparent lumen.'), device dislocation ('the essure coils had not perforated, but had migrated to some degree in both fallopian tubes to the ampulla area of the tubes bilaterally.'), endometritis ('chronic endometritis'), pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B26274) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's concurrent conditions included multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery (full hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device dislocation, endometritis, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events abdominal pain, general abnormal bleeding, allergy. Discrepancy noted in insertion date- (B)(6) 2013 and removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: labeled "endometrial curetting¿s." Received in formalin are multiple portions of blood clot and tan-pink tissue, aggregating to 2 x 1.5 x 0.6 cm in maximum dimension. Entirely submitted 1 cassette. B. Labeled "essure coil, right." Received in formalin is a portion of smooth, glistening, tan-pink mucosa with an attached portion of coiled wire measuring approximately 1 cm separately submitted is another coil measuring 2 x 0.2 cm with an attached length of suture measuring approximately 17 cm x less than 01 cm. Representative sections of soft tissue submitted in 1 cassette. C. Labeled "essure coil, left." Received in formalin is an irregular portion of tubularshaped tissue, measuring 1.4 x 0.8 x 0.7 cm in maximum dimension. Sectioning reveals a portion of coil embedded within the apparent lumen. Separately within the container are portions of wire and a wire coil measuring approximately 2.3 x 0.2 cm. Epresentative sections of soft tissue submitted in 1 cassette. "Concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿depression,abdominal pain. Concerning the injuries reported in this case as per mr chronic endometritis, device embedded and device dislocation. Most recent follow-up information incorporated above includes: on 23-sep-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), plaintiff did not undergo any confirmation test.event psychological or psychiatric problems condition replaced with psychological or psychiatric problems condition: depression and mental anguish.insertion and removal details were updated.lot number and reporters information were added. Lab data and concomitant condition were added.per mr sectioning reveals a portion of coil embedded within the apparent lumen, chronic endometritis,the ensure coils had not perforated, but had migrated to some degree in both fallopian tubes to the ampulla area of the tubes bilaterally were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for events abdominal pain, general abnormal bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2013, she explanted essure. Added events abdominal pain, general abnormal bleeding, allergy, psych injury. Updated reported term of event physical pain/pelvic pain (previously reported as physical pain) incident category and outcome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.